Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an unrelated service, the cs300 intra-aortic balloon pump (iabp) the technician noticed the k8 leak test was out of spec. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) resolved the issue by replacing drive manifold. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received part drive manifold with a reported unit failure of k8 of drive manifold is leaking. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed drive manifold into the cs300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat performed the k6, k6a, k7, k8 leak test. The test failed with a large leak of k8. The fat verified the failure of k8 leaking. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure number 0002-07-d008 rev.aq. Failure analysis received from the supplier for the part. They stated the part had a leak on k7 and k8. Root cause for this part is leaking k7 and k8 solenoids. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated data: b4,d9, g3, g6, h1, h2.